Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported that this issue was discovered during testing, and subsequently was discovered with no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.